Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator for urge incontinence and urgency frequency. It was reported that the patient¿s symptoms were worse than before for their bladder. It was noted that the trial began on (B)(6) 2017. On a second call the patient¿s wife mentioned the patient¿s symptoms were worse than before the procedure. On (B)(6) 2017 the patient reported that they rolled over and felt that they moved their wires. The patient also stated that since the adjustment earlier that day they had felt stimulation but still felt that they moved their wires out of place. No further complications were reported.